Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# unknown product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine/fentanyl via an implanted pump. The indication was for non-malignant pain. It was reported that sometimes when she would try to bolus, she would get a lockout of 1 hour or 3 hours. Per personal therapy manager (ptm) bolus, ¿duration three minutes lockout 30 minutes bolus restriction 23/24 hours boluses per 23¿ the agent reviewed bolus restriction, the patient will review with a physician. The patient stated that she had the pump filled last week and the next estimated refill date did not update. The refill date should be (B)(6), but it was showing (B)(6). The agent reviewed and redirected the patient to a physician. The patient stated after she was implanted, the ptm was not programmed, and she went through bad withdrawals. The patient mentioned that the pain the pump was implanted because her intestines were moving and that caused her pain. The patient reported that she was able to bolus 23 times a day and the handset lags for about four minutes at 90 percent. The agent sent email to repair to replace the handset. The patient wanted to purchase a backup ¿myptm.¿ the agent reviewed sunmed and provided the contact information. The agent attempted to transfer caller but there was no response.